Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the monitor malfunction. Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the battery malfunction. Device evaluation of battery sn (B)(6) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse events occurred from the battery malfunction.

Event description:
A us distributor reported that a monitor was unable to power on. A us distributor reported that a battery would not power on a monitor.